Event description:
Customer reports 2 fiber leaks noted by blood into the dialysate compartment at the onset of the pt's treatments. The dialysis sessions were stopped at this time and new disposables were set up to continue the treatments without incident. Estimated blood loss of 300cc noted. Both dialyzers were reused between 7 - 10 times prior to these events. The customer reports no pt injury and no medical intervention required.